Event description:
Meniscus transplant procedure for left knee was aborted when tissue transplant was thawed, opened and determined to be for a right knee instead of the left knee as required. Pt was sewn back up and will undergo a second surgery when correct tissue implant is received.